Manufacturer narrative:
Follow-up from the customer indicates they experienced the same connection issue with all channels of the patient interface. When the probe was used, no waveform was displayed. The case was completed without the device. The event resulted in a 30 minute delay. (B)(4).

Event description:
Follow-up from the customer indicates they experienced the same connection issue with all channels of the patient interface. When the probe was used, no waveform was displayed. The case was completed without the device. The event resulted in a 30 minute delay.

Event description:
It was reported that during a mastoidectomy, the system recognized the electrodes going from set-up to the monitoring screen and the connection was "normal". However, there was no response from the electrode. Follow-up attempts have been made to gather additional information with no response received. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). A simulator, probe, and mainframe were provided by s<(>&<)>r for testing purposes. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; no response was seen on any channel. The complaint was confirmed. The fuse was replaced in the patient interface and each channel was again stimulated. This time normal and appropriate responses were seen on all channels. The most likely cause of the reported event is misuse where the user contacted the stimulating probe with another high current device such as an electro-cautery unit. This will cause a fuse in the patient interface to blow. (B)(4)